Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Multiple attempts were made to get additional information on the reported incident, including the item and batch numbers of the product involved in the incident, however no additional information was provided. Without the actual sample and no item and batch information a thorough root cause analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: event 2 after a failed attempt to place the catheter, the nurse removed the catheter and the safety mechanism did not engage. The patient then picked up the catheter and stabbed two security guards. Note: two reports are being filed, one for each security guard involved in the incident. This is the report for the second security guard; report 9610825-2018-00208 will be filed for the first security guard.